Manufacturer narrative:
The service rep replaced interconnect cable and power controller pcb. The system operates as intended.

Event description:
It was reported that the 9800 had no power to the mainframe. No pt injury was reported.